Manufacturer narrative:
Available information indicates that this lead remains implanted and in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this transvenous right ventricular lead experienced ectopy and received an inappropriate shock the day of implant. The lead exhibited high threshold measurements and diagnostic imaging revealed that the lead had dislodged. A revision procedure was performed. The lead was successfully repositioned without incident. No adverse patient effects were reported.